Event description:
It was reported that the device had a long charge time (12 seconds) five months ago and device was still not at recommended replacement time. Battery voltage was reported to be 2.83 volts fivemonths ago, and 2.61 votls today. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.